Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. Model # and lot # of other pipeline involved: model: fa-77400-12 / lot: 9466559 - dom: 07/15/2011 - exp: 09/01/2012. Reference (B)(4).

Event description:
Treatment of a cav aneurysm. It was reported the patient was treated with two pipelines and presented with ocular ischemia post procedure. The patient condition has been improved.